Manufacturer narrative:
The patient remains ongoing on lvad support and no further events related to infection have been reported. A specific cause for the reported driveline infection and a correlation to the device could not be determined without a full evaluation of the product. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a driveline infection. A debridement was performed. No further events related to driveline infection were reported.

Manufacturer narrative:
For the events subsequent to this report, please reference manufacturer report # 2916596-2015-00109. Age of device: 3 years and 8 months. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.